Manufacturer narrative:
The conclusions are as follows : the event described in the complaint is related to a known software issue. This issue is due to a file corruption. This corruption led to the display of the pop-up message ¿&badimplant¿. Indeed, a corruption of this file makes impossible for the programmer module to access its device database. Therefore, it cannot confirm the validity of any platinium device. An enhancement is planned to make the future versions of the programmer more robust against this kind of file corruption. Due to a second known issue, please note that the message ¿&badimplant¿ is not translated in this specific software module. To solve both issues, please reinstall the smartview 3.16.

Event description:
Reportedly, when the defibrillator ulys 2540 was queried prior to implantation, the session did not open correctly (no parameters appeared, the set was marked as loading, the rf head did not connect to the implant even though the smarttouch programmer detected it). Dozens of attempts were made, all ending in failure (unable to access the session). The smarttouch programmer was in 3.16, and two different ulys 2540 were interrogated (same result). The workaround done by the user was to change the smarttouch programmer for the implant.